Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, the patient dislocated his left hip after being very active with his hip. Hip was closed reduced on (B)(6) 2015 at logansport ER. (Left). (B)(4).